Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if there are any additional information.

Event description:
Event occurred regarding a chemosafelock vial adapter where the reporter stated that, "gray-color fm inside a vial bottle." The event occurred before use to the patient. There was 1 defective quantity. There was no patient involvement.